Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument had a visible broken cable. There was no material missing or detached from the portion of the device that enters the patient¿s body. There was a loss of ability to grasp during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken ceramic sleeve next to the spatula. Broken pieces were missing as a result of breakage. Ceramic sleeve did not exhibit scratch marks. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a broken ceramic sleeve is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause the ceramic sleeve to break. Correction: b3. Event date, b5. Describe event or problem.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the permanent cautery spatula (pcs) instrument was broken. The procedure was completed with no patient harm.